Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed, therefore the root cause, neither the cause of occurrence could be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that a message appeared on the video system center. Which advised not to touch the touch panel. As well as, taking too long to start up. The issue occurred, during an unspecified procedure. There were no reports of patient harm.